Event description:
Legion tibia, ps ox femur, and patella were loose. Revised to legion revision. Implants were discarded by hospital.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical investigation conducted during this investigation concluded the x-ray photos provided confirms the loosening and the findings reported during the revision. However, without the requested clinical information or the operative report the root cause of the reported loosening cannot be determined. The future impact to the patient beyond the revision cannot be concluded. No further clinical medical assessment is warranted at this time. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.